Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the cleaning brush being shaved during reprocessing. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: instructions_ preparation and inspection_ preparation and inspection of the endoscope -inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchofiberscope's forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.